Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivers pulse below limit) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically the ECG falloff test. Upon investigation, a pulse wire inside the cable connecting the rear therapy electrode to the distribution node was cut, causing a short to the dn pca. The root cause for the cut wire was physical abuse. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt delivered a pulse below the lower energy limit.